Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level not provided. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer went to the hospital for treatment however; the customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.